Manufacturer narrative:
(B)(4). The device is currently being evaluated by baxter. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause was a faulty pumphead module. The pumphead module has been replaced. A service history review revealed that the device has not been previously serviced by baxter. A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through similar trends.

Event description:
During baxter's review of the event history for another report, it was discovered that failure (B)(4) occurred during infusion, which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 6.13.90, categorized as remediated.